Manufacturer narrative:
(B)(4) 2015 - a detailed evaluation has been performed on the returned device. That evaluation has confirmed the complaint with respect to the reported issue of a left brake fault error code. The underlying cause of this issue was also determined during the evaluation: an intermittent connection in the motor cable that occurred when the cable was crimped/pinches near the strain relief. Furthermore, the damage to the cable likely resulted from its strain relief being partials pulled out.

Event description:
Provider states that the chair has 6 flash error code indicating a left brake fault.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the chair has 6 flash error code indicating a left brake fault.